Event description:
It was further reported that the physician used a plasma blade, although no contact with the generator has been confirmed. The device was not stored in an unusually cold environment. Internal generator data was received and reviewed.

Event description:
The suspect device was received for analysis. Device evaluation was completed.

Event description:
It was reported that during a battery replacement, the new generator was seen at eos and with error code 14 upon interrogation. The device was not implanted due to this. A review of device history records showed that the device passed quality control inspection and was sterilized prior to distribution. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.